Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-05958. It was reported the pt's scs system was not providing adequate pain relief. As a result, the scs system was explanted. On (B)(6) 2012, sjm was made aware of the explant procedure.

Manufacturer narrative:
Eval results: the lead was received complete. No broken wires or disconnects in the paddle were observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.